Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was stuck in the serter. When the customer removed the sensor from the serter, the needle came off and the sensor shattered everywhere. Customer's blood glucose level was 10 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.